Manufacturer narrative:
Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The physical sample involved in the reported incident was not returned for evaluation, however one photo was provided by the customer. Visual evaluation of this photo was performed; the picture showed a pd catheter attached to a white adapter. A hole could be observed in the pd catheter near the tip of the white adapter; however with the picture provided, the source that caused this hole could not be determined. The adapter did not present any visual failures that could be related to the reported condition. Based on event description, the catheter was in use for approximately two years, which implies that the failure occurred after a prolonged use and there that there is enough information to discard manufacturing process as the root cause. No complaint triggers or trends were identified, no harm to the patient was reported by this complaint; therefore no corrective or preventive actions are required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/24/2016 that a customer had an issue with a dialysis adapter. The customer reports that this beta cap was installed in 2014, and has since provoked cracks in the silicone of the catheter. There was no patient injury or ill-effects and no medical intervention required.